Event description:
It was reported that patient had discomfort at ipg site along with difficulty charging. Upon examination it was determined that the ipg has tilted and the upper edge is now pushing against the skin. Doctor has decided to do a pocket revision on (B)(6) 2022.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.